Event description:
It was reported that a physician was attempting to treat a lesion in the superficial femoral artery popliteal artery using an inpact pacific device. During the procedure, it was reported that a balloon twist occurred during inflation. The device was prepped with no issues noted. The procedure was completed using another inpact pacific device. No patient injury reported please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the balloon was unfolded, dirty of blood and showed a twist 4 cm from the tip. After the decontamination, technical analysis was performed. The 0,018¿¿ guide wire was loaded without any issue. During the analysis, negative pressure was applied on the balloon: no bubbles e merged in the water column. The balloon was inflated and observed under microscope: -2 bar: it was still showing signs of twist - 7 bar: it was still showing slight signs of twist - 14 bar: twist was no more detected on the balloon surface. A sign of twist was visible on the guide wire lumen in correspondence of the twist on the balloon. After the balloon deflation, it was still possible to see slight wrinkles on the surface in correspondence of the twist. If information is provided in the future, a supplemental report will be issued.